Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1004 due to a potential lead shorted condition. The device battery was also noted to have been completed depleted resulting in a recorded code 1007 for long charge times. Device data was sent to rhythmcare for review. Data review determined the patient received an inappropriate shock while riding their bike. X-rays were completed with indication that the right ventricular (rv) lead was fractured. The patient was hospitalized until the device was subsequently explanted and the lead surgically abandoned. The system was then replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. X-ray imaging confirmed this device has exhibited a damaged fuse resulting in the recorded code 1007. Further review of the device determined there was pacing therapy was available, however shock therapy was not upon interrogation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1004 due to a potential lead shorted condition. The device battery was also noted to have been completed depleted resulting in a recorded code 1007 for long charge times. Device data was sent to rhythmcare for review. Data review determined the patient received an inappropriate shock while riding their bike. X-rays were completed with indication that the right ventricular (rv) lead was fractured. The patient was hospitalized until the device was subsequently explanted and the lead surgically abandoned. The system was then replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.